Event description:
Product did not work that was in a kit called pencan spinal tray ref (B)(4), product code p24bk lot: 00611545666 exp 05/31/2018. The product is bupivacaine 0.75% in dextrose 8.25% 2ml amp. Lot: 430703a, exp: 07/01/2017. Anesthesiologist pulled same product from pharmacy stock bupivacaine 0.75% with dextrose 8.25% 2ml amp lot: 662603a exp 06/01/2019 and it did not work either. He stated product in kits has failed 5x in last 2 months. I do not have the lot # nor the exp date for the previous patients. All patients had spinal procedures with bupivacaine 0.75% with dextrose 8.25% 2ml from the pencan spinal tray.